Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix panel nmic-306 a patient isolate number two (2) (escherichia coli) had mic for the drugs levofloxacin and ciprofloxacin. The user noted these two drugs are being overcalled resistant. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
Investigation summary: this complaint is for high mic when using phoenix panel nmic-306 (catalog number 449292) batch number 4198658. The customer did not provide isolates, panel returns, or phoenix generated lab reports for the investigation. The customer noted high mic ciprofloxacin (cip) and levofloxacin (lvx) mic when using the complaint batch. To investigate, two retention panels each from the complaint batch and one control panel each were inoculated with in house isolates escherichia coli enf 12102 and pseudomonas aeruginosa enf 13096 then placed in a phoenix m50 for cip and lvx mic results. Results of the investigation returned all panels with the expected susceptible mic results for cip and lvx. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix panel nmic-306 a patient isolate number two (2) (escherichia coli) had mic for the drugs levofloxacin and ciprofloxacin. The user noted these two drugs are being overcalled resistant. No health impact or consequence reported. Report 2 of 2.